Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl at the time of the incident. The customer's current blood glucose value was 136 mg/dl. The customer also mentioned other blood glucose values such as 380 mg/dl, 300 mg/dl, 61 mg/dl. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with food. The customer also reported that the insulin pump had calibration error. The auto mode on the insulin pump was active during event. Troubleshooting was performed. The product will be returned for analysis.